Event description:
This rv lead was implanted on (B)(6) 1997 and was capped on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017 stating that x-ray shows a little bit of subclavian pinching on the lead. Physician suspected there was some lead-on-lead chatter going on. Additionally, some a tr events were stored showing noise and intermittent pacing inhibition noted. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).